Manufacturer narrative:
(B)(4).

Event description:
It was reported that intermittent undersensing of vf occurring on the near and far field channels was noted. Isometrics and pocket manipulations were suggested. Programming changes were made.